Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer feels the spring wire guide in the kit is not stiff enough for certain insertion approaches. When the wire bends during insertion they are then using the (B)(4) wire to complete the procedure. There were not patient complications as a result of this issue. Per the critical care unit educator one critical care patient expired later in the day but this occurrence did not attribute to the patient's outcome.